Manufacturer narrative:
A steris service technician arrived onsite to inspect the v-pro 60 sterilizer and found that the ls12 sensor was not operating properly subsequently causing the unit's disposal cycle to not complete. As the cycle could not complete, the unit operated as designed and would not allow the sterilant cup to be removed. Facility personnel could not insert a new sterilant cup to continue to utilize their sterilizer subsequently causing the procedure delays. The technician replaced the sensor and manifold, tested the unit, confirmed the unit to be operating according to specification, and returned it to service. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that their v-pro 60 sterilizer sterilant cup disposal cycle would not complete. The facility reported procedure delays as they could not continue to utilize their sterilizer and had no other sterilizer available.